Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv-adult (high drain volume 104). The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to power up the hc. The hp already contacted their peritoneal dialysis nurse. The hp stated she did two 2000 manual day exchanges yesterday and did not drain the second exchange. The initial drain alarm was set for 0ml. The tsr advised the hp the initial drain alarm setting is what caused the hc to move on to the fill without draining the 2000ml first. There was patient involvement; however, there was no injury or medical intervention reported.